Event description:
On (B)(6) 2010, pt reported an e2 (battery depleted) alert displayed without the a2 (low battery) alert. Pt stated he noticed the battery would last about a week before needing to be replaced a couple of months ago and would display battery depleted without a low battery warning. Verified the alarm history; discover the e2 (battery depleted) alert today, but no a2 (low battery) alert since his last battery change. Pt reported the battery cover has never been changed in 2 or 3 years of using the infusion device. Educated the pt on when to change the battery cover. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.